Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device cracked on top of case (lower corners), bottom case (pole clamp area), right case (upper screw). Customer?s reported issue was not duplicated. The root cause of the reported issue was not determined. No external damage or contamination to interconnect board or speaker. Actions taken to mitigate the reported issue: replaced speaker as preventative measure. Performed power up process and all the functional test passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that auxiliary control unit watchdog failure event occurred. No patient injury reported.